Manufacturer narrative:
(B)(4). Batch #: 442a13. (B)(4). Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with a reload loaded on the device. The reload was received unfired. The device was dry fire and the knife was lodging on the closure ring window not being able to complete the firing sequence. No functional test could be performed due to the condition of the device. The device was disassembled to verify the integrity of the internal components and the knife was noted to be broken. No conclusion could be reached as to what may have caused the knife to be damaged. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot and batch number, and no non-conformances were identified.

Event description:
It was reported that during an upper right vats lobectomy while clamped on the pulmonary artery the device would not fire. It was removed and a new device was used to complete the case with no patient consequences.